Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the infant flow sipap unit was getting e33 during patient use. The patient was transferred to another unit. There was no patient harm on this event.